Manufacturer narrative:
Pending investigation. Concomitants: 164-13-12 - novation element ro s/o col sz 12, (B)(6). 170-32-93 - biolox delta femoral head 32mm od, -3.5mm, (B)(6). 180-01-52 - nv crown cup clstr hole 52mm group 2, (B)(6).

Event description:
As reported, approximately 10 years and 7 months post initial hip arthroplasty, the patient underwent right hip revision due to recalled hip liner. The event was not related to breakage of a device and did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event. Related report for left hip revision: 1038671-2024-02801.